Event description:
The customer reported their AED would not power on and the asi is flashing red. The customer changed the 9 volt batteries; some of the devices will not power on now. The aeds are displaying service code for replace battery now warnings. The pads were never connected on any of the aeds while being stored. This event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on and the battery pack is depleted. The maintenance schedule is reported as monthly. Communication with the customer found that they have never connected the pads to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack. Advised the customer to keep pads connected at all times to avoid battery pack depletion. Advised to remove AED from service and order replacement bp asap. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.